Event description:
The customer complained after observing unexpected (B)(6) vitros (B)(6) and vitros (B)(6) test results for their (B)(6) control materials when processed on a vitros eci immunodiagnostic system. (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. Ortho clinical diagnostics were not made aware of any unexpected patient sample test results being produced at the customer site in relation to the events, however ortho clinical diagnostics cannot rule out that patient samples were or could be affected if the event was to reoccur undetected. There were no allegations of patient harm made as a result of the events. (B)(4).

Manufacturer narrative:
The investigation found that unexpected (B)(6) vitros (B)(6) and vitros (B)(6) test results were obtained from (B)(6) control materials when processed on a vitros eci immunodiagnostic system. Root cause for the unexpected (B)(6) vitros (B)(6) and vitros (B)(6) test results was determined to be analyzer related with repairs required to return the analyzer to expected performance. Acceptable test results were obtained following the service actions.